Event description:
Air and 02 gas module burnt (smoke out of module). Sv300 sent audible and visual alarms at the time of the incident. Customer is reporting the incident to authorities. No patient injury occurred. Device and component serial numbers not reported. Event date not reported.